Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's fiance reported via phone call that the customer was in a coma since (B)(6) 2015 due to a low blood glucose level of 15 mg/dl. She was taken off life-support on (B)(6) 2015. The customer's blood glucose level was around 80 mg/dl and at some point it dropped to 15 mg/dl. The ambulance was called and she was hospitalized with a coma. The device was not returned.